Manufacturer narrative:
The device was not returned for analysis. A review of the finished product electronic lot history record (elhr) for this lot and complaint history could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis. The surgical intervention appears to be related to circumstances of the procedure. The patient effects of hematoma and pseudoaneurysm are listed in the electronic prostyle instructions for use, as possible adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a prostyle device after a percutaneous coronary interventional procedure with an 8f sheath. Reportedly the knot was successfully advanced/tightened, but hemostasis was not achieved. A femostop was used to achieve hemostasis. Then, a hematoma was noted after a few hours. Surgical intervention was performed at which time a pseudoaneurysm was also found; surgical intervention was used to treat the patient and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.